Event description:
Edwards received information that a patient with a 19mm aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to structural valve deterioration. The tavr procedure was performed with a non-edwards catheter valve. Patient outcome was reported as under treatment.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11. Additional narrative. Updated h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. A device history record (DHR) review was unable to be performed as no s/n was provided. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.